Event description:
It was reported by the rep that during an unknown procedure, the device misfired and the jaws would not close. Unknown how the case was completed. There was no patient consequence. One device to be returned.

Manufacturer narrative:
Date sent: 05/21/2009. Cam disengaged. Evaluation summary: the analysis results found that the el5ml device was returned with jaws disengaged from the cam. The instrument was cycled and ejected the remaining clips due to the jaws condition. The instrument locked out as intended, but the orange indicator was noted to be beyond its intended position. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.